Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the patient expired. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with ischemic and chronic functional mitral regurgitation (mr) grade 3+ with leaflet tethering. One mitraclip, cds0502, 80517u132, was implanted without noted issues, reducing the mr to grade 2+. On (B)(6) 2018, the mr was grade 3+. The clip had remained stable and well seated without any suspected tissue injury. The increased mr was reportedly due to disease progression. On (B)(6) 2019, the patient was hospitalized for congestive heart failure. Medication was provided and rehabilitation was performed. Reportedly, the heart failure was a worsening of a pre-existing condition and was due to insufficient salt restriction. Per physician, the worsening heart failure requiring treatment was unrelated to the mitraclip device. There was no device malfunction. On (B)(6) 2019, the event resolved and the patient was discharged from the hospital. On (B)(6) 2019, the patient expired. The cause of death was not available. Per physician, the death is unknown if device related. No additional information was provided regarding this issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of mitral regurgitation (mr) and death as listed in the mitraclip system instructions for are known possible complications associated with mitraclip procedures. Based on the information available, mr was a result of disease progression. A definitive cause for the reported death could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.